Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic ent representative at the site, (B)(4) 2013, reported the system is up and running. Screen went black when trying to delete exams off the system; corrected power panel on/off control and returned to normal function. Medtronic representative following-up at site, (B)(4) 2013, performed a system check-out. The reported issue could not be replicated and the system was functioning properly. The system was used successfully in a subsequent procedure.

Event description:
A site representative, registered nurse, reported that while downloading images from pacs, the navigation system screen went blank although the computer remained on. Monitor display did not return throughout trouble-shooting efforts. There was no patient present when this issue was identified.